Event description:
On (B)(6) 2011, hospital representative reported a patient was unresponsive and they needed to know who he was. The serial number of the infusion device was tracked, and hospital representative was notified of patient's name. Follow-up was completed with patient's sister on (B)(6) 2011. Sister reported a friend found patient "passed out" and called an ambulance. Emt was unable to get a blood glucose reading on the glucometer because it was too low. When patient arrived at the hospital, blood glucose was between 20-30 mg/dl and he was wearing the infusion device. Sister reported they do not know what caused hypoglycemia and that patient was in the intensive care unit on life support. Follow-up was completed with sister again on (B)(6) 2011. Patient remained on life support and was in a vegetative state with severe brain damage. Infusion device was replaced and requested for evaluation. No additional information was available.